Event description:
The lead was returned to the manufacturer after being explanted with no information. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and the outer insulation was breached mio. It was also noted that there was blood/body fluid on all conductors (not obstructed), all insulators had cosmetic mio, the outer insulation had cosmetic environmental stress cracking, the inner insulation was torn, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), and there was blood in/on the helix/lobe mechanism.